Event description:
The customer reported a leak from a coulter lh 780 hematology analyzer. The customer also stated the instrument had generated peltier heater errors and failed latron quality control results. The leak was not contained within the instrument. The instrument operator was wearing gloves, gown, and goggles at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous patient results generated in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found tubing at the bottom of the sweep flow tank was disconnected from the fitting. The fse reattached the tubing and the leak was repaired. In addition, the fse replaced the peltier and the connector, which had been damaged by the leak. The instrument ran without any errors and all quality control results were passing. Repairs were verified per established procedures. (B)(4).